Event description:
It was reported stroke occurred. A concomitant procedure was being performed. Radiofrequency ablation was performed first, then a left atrial appendage (laa) closure procedure was subsequently performed using the same intracardiac echocardiogram (ice) imaging that was already in place. Venous access was obtained. Heparin was given prior to transseptal puncture (tsp) and the resulting activated clotting time (act) was within range. A watchman trusteer access system (was) was inserted and advanced with a 24mm watchman flx pro closure device and delivery system (wds). The 24mm wds was deployed, yet after multiple recaptures and deployments it was unable to meet release criteria so it was removed from the patient. A 27mm wds was inserted, advanced and deployed, yet also did not meet release criteria despite multiple recaptures and deployments. The 27mm wds and was removed, and the procedure was aborted. In the postoperative recovery area at approximately 0200 am, the nurse observed the patient acting odd and sleepy, but no interventions were performed. At 0600 am, the patient became unable to speak despite motor function remaining intact, so a code stroke was called, and a computed tomography (CT) scan was performed and revealed ischemic stroke. The patient has no residual effects two (2) days post index procedure.